Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited a drop in impedance and increased thresholds when connected to the implantable pulse generator (ipg). The lead was repositioned and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.